Manufacturer narrative:
Product event summary: it was confirmed that the programmer would not stay powered up with just battery power, and it was noted that the battery would not charge. It was not confirmed that the programmer would turn off while using the provided power supply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would turn off whether it was using the battery or running on line power. The programmer has been returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Bench analysis found no light-emitting diode (led) indications, when the battery was inserted into an operating programmer the charge led flashed. When ac power was removed from the programmer the programmer shut down. Battery analysis was performed. This analysis indicated cell imbalance and a blown fuse. Conclusion: the reported event was confirmed caused by battery pack failure. The contributing failure modes included cell imbalance and blown fuse.